Event description:
Pt had r shoulder surgery on (B) (6)2003 and a breg pain pump was placed by surgeon. Pt now alleges that she had glenohumeral chondrolysis in the r shoulder. Pt has had additional surgery since initial surgery.